Manufacturer narrative:
Findings: unit received with cracked case at display window corners and reservoir tube. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 132 mg/dl. The customer stated the plastic casing broke off on battery compartment. The customer doesn't recall how the damage occurred. The customer stated there is also some cracking around the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.